Event description:
Per the Medical article "Mid-term efficacy evaluation of transcatheter mitral valve "valve-in-valve" replacement with different access approaches for degenerated bioprosthesis at single-center" received from China, a 85-year-old patient with a 27mm PERIMOUNT Edwards valve implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of four (4) years due to degeneration, which led to a mean pressure gradient of 5mmHg, mild stenosis and severe regurgitation. The patient presented with NYHA class IV symptoms before the reintervention. A transcatheter valve was implanted in replacement.

Manufacturer narrative:
H11: Additional Manufacturer Narrative:This is one of thirty-five Manufacturer Reports being submitted for this article. Reference to MDR Report Numbers for additional events within the same medical article that have already been reported are included in H10. Related report Numbers capturing additional events within the same article will be provided upon submission of supplemental reports.Article citation: Liu S, Yang Y, Wang Y, et al. Mid-term efficacy evaluation of transcatheter mitral valve valve-in-valve replacement with different access approaches for degenerated bioprosthesis at a single center. Zhonghua Wai Ke Za Zhi (Chinese Journal of Surgery). 2026;64(5):494-501. DOI: 10.3760/cma.j.cn112139-20251202-00557.The subject device is not available for evaluation as it remains implanted in the patient.The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.